Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the vp series infusion set leaked zoledronic acid from the drip chamber. The following information was provided by the initial reporter: "drops noted descending externally from drip chamber whilst administering zoledronic acid."

Event description:
It was reported that the vp series infusion set leaked zoledronic acid from the drip chamber. The following information was provided by the initial reporter: "drops noted descending externally from drip chamber whilst administering zoledronic acid."

Manufacturer narrative:
H6: investigation summary: no samples were received for investigation of complaint reference (B)(4) in which the customer has indicated that they observed "drops descending externally from drip chamber whilst administering zoledronic acid". Further details relating to the clinical set up, sequence of events prior to the issue occurring and also the exact location of the leakage from the drip chamber component were not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site; however, in this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that there is no trend for reports of this nature in the alaris vp disposables product range.